Event description:
The device was being used to treat a pt and reportedly shut off without giving a low battery warning. The device was switched to the second battery and treatment was continued. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.